Event description:
Revision surgery for knee discomfort at 3 years and 8 months after primary. Upon surgical investigation, the surgeon noticed the presence of gout.

Manufacturer narrative:
Batch review performed on 03 august 2022. Lot 177235: (B)(4) items manufactured and released on 14-feb-2018. Expiration date: 2023-02-04. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review. Gmk-sphere 02.12.0412fr tibial insert fixed sphere flex size 4/12 mm r (k121416) lot 176180: (B)(4) items manufactured and released on 16-jan-2018. Expiration date: 2022-12-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Gmk-sphere 02.12.0024r femoral component sphere cemented size 4+ r (k140826) lot 176206: (B)(4) items manufactured and released on 04-jan-2018. Expiration date: 2022-12-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.